Event description:
It was reported that during an implantable cardiac monitor (icm) implant the staff was not able to turn on data collection for the icm or make any other programming change. The staff stated there was a message on the programmer that stated it was unable to communicate with the device. It was also reported that there were no lights lit on the radio frequency (rf) programmer head. The company representative noted the inability to communicate with the implanted icm device observed no lights on the rf head. The rf head was disconnected which was securely in place and reconnected to the programmer with no change. A new rf head was then attached and able to communicate with the device and turn on data collection. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(7).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that it was unable to communicate with an implantable heart device, the head was inspected with no anomalies noticed and it passed all functional and system testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.